Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up via battery power. Upon power up with ac mains power the device displayed a ¿bridge test failed¿ error message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.